Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported the customer's blood glucose level was 400 mg/dl. The customer at the time of the report requested assistance with programming her insulin pump. Nothing is being returned. Nothing further to report.